Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. The customer continued to use current pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.